Event description:
Customer reported that lately they have been experiencing low blood glucose readings. Customer stated that they woke up with blood glucose readings of 49 mg/dl. Customer declined any further assistance. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.